Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as a red and irritated rash. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.